Event description:
This lv lead was implanted on (B)(6) 2007. A call to technical services on (B)(6) 2011 states that they are replacing the device. The l v lead has somewhat high pacing thresholds at 2.4 v @ 2 ms. No capture tip to ring or ring to tip so it is programmed tip to rv coil. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)